Event description:
It was reported that two(2) exactamix 1000 ml eva tpn bags leaked at the membrane port. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between february 21-22, 2024. H11: the actual device was not available; however, two photographs of the sample and two companion samples were provided for evaluation. The reported issue of leakage was identified during the visual inspection of the photo samples as the pictures showed evidence of leakage or droplets of tpn solution on admin spike port; the reported issue was not identified during the visual inspection of the companion samples. Functional testing was performed on the returned companion sample which showed leakage from the administration spike port bonding area. The reported condition was verified on the photo sample, and the issue was not verified on the companion samples. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.